Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of candida parasilosis complex in association with the vitek® 2 yeast (yst) identification (ID) test kit. The initial yst ID test gave a result of unidentified; repeat test obtained the same. A third attempt obtained cryptococcus laurentii. The customer sent the strain to a reference laboratory; testing via maldi-tof (bruker and vitek® ms) obtained candida parapsilosis complex. Though there was no indication or report from the laboratory that the discrepant results led to any adverse event related to a patient's state of health, there may be a potential for adverse event if the event were to reoccur; therefore this event is being reported as a malfunction. Culture submittal was requested by biomérieux for internal investigation. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Biomérieux internal sop 031879, states erroneous test results / incorrect ID results could have a negative impact on treatment and potentially lead to unnecessary treatment. This review has determined that this event meets the criteria for reporting. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer reported a misidentification of candida parasilosis complex in association with the vitek® 2 yeast (yst) identification (ID) test kit. The customer submitted the isolate for evaluation. The submitted isolate was subcultured and tested with yst cards from the customer's lot and a random lot, in duplicate. Vitek ms and api 20 caux were also performed. Three of the four yst cards tested resulted in good identifications of c. Parapsilosis while the remaining card gave a low discrimination identification of c. Parapsilosis/c. Famata. Vitek ms and api 20 caux also resulted in identifications of c. Parapsilosis. Only one lab report was submitted showing a good identification of c. Laurentii with nine atypical positive reactions (lmlta, arba, gena, laca, ggt, drafa, dmela, irhaa, esc) for an identification of c. Parapsilosis according to the yst knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors. The vitek 2 yst cards performed as expected and no further action is required.